Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power warning this morning for a power system error alarm. Customer stated that he got the power error alarm 3 times during the night and got a failed battery without warning. Customer stated that he got a failed battery at 2 am and changed the battery. Customer was not sure if the battery was alkaline but it was a (B)(6) battery. Customer got a failed battery again and inserted a new battery at about 4 am. Customer's blood glucose was 12.2 mmol/l at the time of the incident. Customer was explained that the internal power source in the pump is unable to charge and the pump is operating on the aa battery only. Troubleshooting was performed and customer was explained that it should resolve the power error detected condition. Customer was advised that if the reset did not work, the pump will need to be replaced.